Event description:
The complainant reported the patient was on impella cp support and during support, the patient had hemolysis. The staff reduced the p level and monitored. It is unknown if the hemolysis resolved. Additionally, the patient had a retroperitoneal bleed the next day which caused a five gram drop requiring multiple blood products. When initially inserted, the peel away sheath was left in place. The care team thought that the bleed came from patient moving around a lot causing no flow to impella extremity and bleed. The impella was removed at bedside and peel away sheath was removed in catheterization lab for a controlled environment. At the end of case, the patient had no pulses in bilateral extremities and vascular surgery was consulted for intervention. The procedural outcome was the patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.   As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel, limb ischemia, and hemolysis has been completed. Returned complaint device visually inspected. No biomaterial observed. No broken blade or sharp edge observed. Data log reviewed: many suction alarms occurred. No other indication observed confirm the cause of reported hemolysis issue. Dropping the cvp from 8 to 6 at the time of the hemolysis issue occurred mostly related to patient condition with many suction alarms too. The cause of the hemolysis issue most likely was patient condition related. The cause of the vascular damage - peripheral vessel cannot be determined since insufficient clinical data provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21391.